Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a thrombus issue occurred. The patient received 8000 ie of heparin and after insertion and flushing of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, a thrombus was detected on the valve. Surgery was delayed due to the reported event for 10 minutes. Procedure was successfully completed with no patient consequences reported. The device evaluation was completed on 13-dec-2022. The carto vizigo sheath product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. The sheath was visually inspected and was found reddish material in the irrigation tube. The returned sample was connected to a syringe with water and no leakage was observed. The customer complaint was confirmed since the reddish material found could be related to the thrombus reported by the customer. A device history record was performed and no internal actions related to the reported complaint were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
As stated in the complaint form, the event date is unknown. As a result, the 1st day of the year has been entered as the event date under date of event. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. The picture was received for analysis on 15-sep-2022. The picture investigation was completed on 11-oct-2022. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, a thrombus was observed. Also, the device was not observed on the photo provided. The thrombus observed was related to the customer event reported. Due to this condition, the customer complaint was confirmed. A device history record was performed for the finished device batch number, and no internal components were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a thrombus issue occurred. The patient received 8000 ie of heparin and after insertion and flushing of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, a thrombus was detected on the valve. Surgery was delayed due to the reported event for 10 minutes. Procedure was successfully completed with no patient consequences reported. Additional information was received. The thrombus was located on the membrane valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There were no issues related to temperature and flow on the catheter. When flushing with heparin in the patient there was not a catheter. The generator and pump were ensitex. The patient has not exhibited any neurological symptoms since the procedure was completed because the thrombus could be removed outside the patient. The physician considers that the thrombus is excessive (based on their clinical experience) as it was very large. The physician considers the amount of thrombus observed caused a potential risk to this patient. The thrombus was removed outside the patient. Therefore, no danger. However, if the thrombus had not been detected, the risk would have been very large according to experience. The event was assessed as MDR reportable for a thrombus issue.